Event description:
It was reported that a patient using the ilet experienced persistent hyperglycemia after a supply change, and her spouse performed an additional infusion set change shortly thereafter while also delivering multiple meal announcements outside of meals. Symptoms included elevated blood glucose. Outcomes included troubleshooting and education with guidance to avoid non-meal announcements and to observe for a downward glucose trend, and the case was assigned for additional training. Investigation included review of the event details and user-reported actions. Investigation of this case revealed inappropriate use related to repeated infusion set changes in short succession and off-label dosing behavior through non-meal announcements, which can contribute to hyperglycemia and confound device algorithm performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.